Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches and dents on distal end and dirt in objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the complaint was not confirmed as the technician could not recreate the allegation. The foreign material could not be analyzed as the substance was not available for sampling. Followed- up with estimator regarding the dirt and no further information could be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device could not adjust white balance for a image. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.